Event description:
It was reported by dealer that there is a lever on the mount for the display on the tdxsp-cg power chair that broke, no property damage and injury alleged. No further information provided.